Event description:
It was reported that during the implant procedure, the set screw of the pacemaker cannot be tightened. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2023. The patient status was stable throughout the procedure.

Manufacturer narrative:
The reported event of cannot tighten the setscrew to fix the lead was confirmed. The device was returned for analysis. Analysis revealed the used of the the torque wrench was incorrectly inserted into the ventricle-setscrew shown by the punched hole in the septum. The atrial-setscrew also showed stripping and incorrect wrench insertions by the user in the field. The setscrew anomaly was consistent with having occurred during the procedure. No device anomalies were found.